Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable or pump's usb port was bent. Customer was unsure. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.